Manufacturer narrative:
Console logs or rlm journals from the day of reported event were not available for analysis. Testing of the unit (aic and rlm) performed by aachen fs did not reveal any anomalies. Since the occurrence of reported event in 2022, the console (and its rlm) were subject to routine annual maintenance and upgrades, and no deficiencies of the impellaconnect system were recorded. Repair: perform preventive maintenance of the console.

Event description:
It was reported while the patient was in the operating room on impella 5.0 support, the automated impella controller experienced purge issues with no resolution specified. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.